Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two parity errors occurred on (B)(4) 2010 in addresses "12 b5" and "0f ff", which are related to the power on reset. Parity errors are known to occur with high probability in patients who receive linear accelerator x-ray radiation for cancer therapy. The por severity is low and the device should be able to recover after the reset.

Event description:
It was reported that the device experienced power on reset (por). The patient is going through radiation treatment. The device remains in use. No patient complications have been reported as a result of this event.